Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose and was hospitalized. The paramedics transported customer to hospital. The customer was unconscious on the floor in nursing home. The customer's blood glucose was unknown at the time of incident. The customer's current blood glucose was 109mg/dl. Customer is currently in the intensive care unit. The device passed the displacement test. Asked customer if he believes the pump was over delivering, not until he felt the hypoglycemic. The customer was advised the device will be replaced and revert to back up plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.